Manufacturer narrative:
Follow-up #1: date of submission 30-jan-2018 - device evaluation: in q4 2017, there were 5 instances of temp - moisture ingress w/ dmg failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 9 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to damage to the pump and the presence of moisture. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 9 malfunction events. A review of the events indicated that the one touch ping model pump experienced a temperature issue with damage to the pump and moisture ingress. These reports were received from various sources. The patients associated with this allegation ranged from 17-52 years of age and between 79 and 185 pounds. Of the reported patients, 2 were male and 7 were female.